Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. Additionally, the reported positioning failure could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without a failure mode, a definitive cause for the reported gripper actuation issue could not be determined. The reported positioning failure-leaflet grasping issue appear to be due to challenging patient anatomy/morphology. The reported patient effects of tissue damage and death, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported patient effect of tissue damage appears to be due to challenging patient anatomy/morphology. Additionally, a definitive cause for the reported death cannot be determined in this incident. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. Additionally, the reported positioning failure could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without a failure mode, a definitive cause for the reported gripper actuation issue could not be determined. The reported positioning failure-leaflet grasping issue appears to be due to challenging patient anatomy/morphology. The tissue damage was a cascading event of the reported positioning failure. Additionally, a definitive cause for the reported death cannot be determined in this incident; however, to the death was not directly related to the device. The reported patient effect of tissue damage and death as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by an abbott vascular medical affairs director and the reviewer stated death was not directly related to the device. The multiple attempts at grasping leading to the reported gripper actuation issue may have triggered a series of maneuvers making the procedure more challenging. This in combination with the continued procedure and additional clip implants may have contributed to the decline in the patient¿s condition.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two mitrclio devices referenced are filed under separate medwatch report numbers.

Event description:
This is being filed to report the gripper actuation, tissue damage, and patient death. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) (90812u177) was advanced to the mitral valve at a2p2. During multiple grasping attempts, it was noted that the grippers were no longer raising or lowering. The cds was removed when it was noted there was tissue located between the mandrel and back side of the clip. Damage was noted at a3p3. An xtr clip was able to be placed at a2p2 without issue and then a ntr clip (90202u111) was placed medially. A fourth cds (90202u113) was advanced; however after multiple grasping attempts, it was noted further damage was noted to the leaflets at a3p3. The cds was removed and an attempt was made to place an atrial septal defect (asd) device in the a3p3 location however it interacted with the ntr clip, causing it to detach from the anterior leaflet and remain attached to the posterior leaflet (single leaflet device attachment (slda)). The asd device was able to be placed and the mr remained at 3-4. The procedure was stopped at this time and an intra-aortic balloon pump (iabp) was placed. The patient was transferred to the ICU and then placed on palliative care and eventually expired on (B)(6) 2020. No additional information was provided.